Manufacturer narrative:
(B)(4). Date of event: the exact date of the event was not provided; it was reported to have occurred on an unknown date in 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. The patient visited the hospital; it was unknown if the patient was admitted to the hospital for the event. Treatment was not reported. Peritoneal dialysis therapy was ongoing. The outcome of the hernia event was not reported. No additional information is available.